Event description:
It was reported patient underwent an initial knee arthroplasty. Patient underwent a revision two years and two months post procedure. Scan showed loosening of femoral component. When revised, it appears no cement has bonded to the femoral component. Only femoral component was revised. Tibial was well fixed

Manufacturer narrative:
(B)(4) g2: australia. H6-component code- suggested code: mechanical (04) - femur. Visual examination of the returned product found it to exhibit signs of being implanted wear/discoloration. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. This complaint could not be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products: 42540200032  all-poly patella cemented 32 mm diameter lot# 64776030, 42532007101 natural tibia cemented 5 degree stemmed left size e lot# 64659263, 42512000510  articular surface fixed bearing (cr) left 10 mm lot# 64528761, unk bone cement.